Event description:
Customer reported he was unable to check his blood glucose levels on his adc blood glucose meter because the meter turns on with button pressed but not with test strip insertion. In addition, customer gave himself too much insulin which resulted in him subsequently experiencing loss consciousness. Paramedics were called and gave customer glucose (dextrose) intravenously. Customer was transported to a health care facility and was diagnosed with hypoglycemia. Customer was given food, juice and "activation". Blood work was done. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.